Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, 1st inr: 4.6, 2nd inr: 5.2.

Manufacturer narrative:
Inratio precision data provided by end-user for inratio meter: 1st inr = 4.6, 2nd inr = 5.2. Mean: 4.9, sd: 0.424, %cv: 8.658. Customer results were analyzed and precision met criteria. Time elapsed between results not provided. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency not established. No further action required. As of 10/22/2009, five discrepant result complaints were reported for lot# 216973 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.